Event description:
It was reported that during the procedure, the blades on the device did not retract upon insertion into the abdominal cavity. Another device was used to complete the case. There was no consequence to the pt.